Event description:
It was reported that patient experienced ineffective therapy, patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.